Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and manufacturers were noted in the article; however, a one to one correlation could not be made with unique serial numbers. Possible models could include: 4298, 4398, 4598. The gender of the baseline characteristics is male and the baseline age is 69 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. No further information is available. Referenced article: outcomes of cardiac resynchronization therapy using left ventricular quadripolar leads. Pacing clin electrophysiol. 2018;41:912¿919. Https://doi.org/10.1111/pace.13388. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable left ventricular (lv) pacing leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. The article indicated that there were patients with lead dislodgements, reports of non-capture, ¿anodal¿ stimulation, and phrenic nerve stimulation (pns). The treatment/resolutions were that the leads were reprogrammed, lead revisions, and/or the leads were turned off or abandoned. The status/location of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.